Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a drop in sensing. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable prior, during and post procedure.